Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user experienced erratic hdl-cholesterol plus generation 3(hdl) results since (B)(6) 2012. On (B)(6) 2012, questionable results were obtained for four patient samples. Of the data provided, the results for three patient samples were discrepant. The samples were repeated on analytical p module analyzer serial number (B)(4) of the same modular system. Patient sample 1 initial result was 109 mg/dl with a data flag and the repeat result was 53 mg/dl. Patient sample 2 initial result was 119 mg/dl with a data flag and the repeat result was 40 mg/dl. Patient sample 3 initial result was 97 mg/dl with a data flag and the repeat result was 46 mg/dl. The initial results were reported outside the laboratory. The results from the other analyzer were considered to be correct. The user stated no adverse events were reported for any of the patient samples. The hdl reagent lot number was 64667101 with an expiration date of 03/31/2013. The field service representative found residue on the cells which was almost like jell and thin oil around the cells. He checked the sample probe and reagent probes and found no residue on any of them. He checked the operation of the rinse mechanisms and found all were filling properly. He noticed the #1 nozzle was intermittently sticking up about 1/4 inch. He removed all the nozzles from the rinse mechanism and cleaned the nozzles and the bushing. He reassembled and checked operation and found no nozzles were sticking. He watched the operation of the stirrers which was all ok. He replaced the cells, washed the cells and performed a cell blank. To verify the analyzer operation, the user ran precision testing and quality control which was acceptable.